Event description:
It was reported that the pump declared an altitude alarm 21, leading to the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support, which involved removing obstructions from the speaker holes, cleaning them, and reconnecting the cartridge. After these steps, the pump resumed normal operation without recurrence of the alarm. Technical support also provided tips for preventing future altitude alarms, which the caller acknowledged.